Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse discovered air in the fluidics from the rinse pump assembly to the syringe. The fse replaced the rinse pump assembly p/n: 700-7513 to resolve the control failure. The fse reran the controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer reported failing (B)(6) quality controls for multiple analytes. The customer preformed a cleaning procedure and they were still failing controls. There were no erroneous results generated or reported out of the lab.